Manufacturer narrative:
Cont e1 phone number- (B)(6). The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "nipple necrosis, te infection, imp nipple areola atrophy and contracture".

Event description:
Healthcare professional reported in lecture slides "te left areola nipple necrosis", " te infection, imp nipple areola atrophy and contracture". This is for the left side. Device status is unknown.